Event description:
This 48-year-old female in with bilateral capsular contracture (4+), acquired right and left deformity of chest, and benign (seborrheic keratosis) neoplasm of neck -0.3 cm. Silicone implants were placed in 1986 after initial reconstruction in 1974. The silicone implants were double lumen and placed subpectorally. Pt was in an automobile accident in 10/92; shoulder harness was on. Pt has asymmetry of breast with right greater than left and left areola less than right. Pt has complained of constant dull pain with right greater than left for 2 years.